Event description:
Facility reported a venous line disconnect from a vascath catheter 15 to 20 minutes into the treatment. "The pt is extremely rambunctious" and the facility felt that the pt had disconnected the line. The line was reconnected and the treatment was finished without further incident. Estimated blood loss 50cc. No medical intervention. Sample is not available for examination. Medwatch filed on the blood loss. Clinical services aware of the incident.